Event description:
Customer reported that during a cataract procedure, the system gave incompatible hand piece error when switching from sculpt to quadrant. Customer used back up system to complete the surgery. The case was completed with no complications, no unplanned sutures and no vitrectomy. Expected patient outcome is good.

Manufacturer narrative:
The field service engineer (fse) visited site and inspected the unit. The fse confirmed the reported hand piece error. Fse replaced instrument manager printed circuit board (pcb) and verified no error in the system when switching from sculpt to quadrant. The fse recalibrated vacuum as well as performed system check and the unit was found to meet amo specification. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.